Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal compounded baclofen (concentration 5mcg/ml; dose 4.4814mcg/day) and fentanyl (concentration 35000mcg/ml; dose 31370mcg/day) in flexmode via an implantable infusion pump. Lot numbers were not provided. Indication for use was herniated disc and spinal pain. Per the hcp, the pump had straight fentanyl to begin with but another hcp added baclofen and programmed the pump to flex mode. The current hcp was back managing the patient and did not like that baclofen was added and the pump was programmed to flex mode. The patient experienced symptoms of falling asleep, zonked and in bed by 2pm. It was unknown when this began but the hcp though it was at least a year ago. The hcp thought that the patient may have been getting too high of a dose but thought that the pump was working as it should. On (B)(6)2016 the hcp was changing medication concentrations and programming the pump back to simple continuous mode, then performing a bridge bolus. The bridge bolus was to be 1130 of 2982mcg dose for 2 hours. Additional information was requested regarding other patient medications, patient medical history, the cause of the symptoms, and resolution of the event. A supplemental report will be submitted if additional information is received. Information was later received from the physician's office. At the time of the event, the patient was also taking ambien q hs. The patient's symptoms of being sleepy and zorked was caused by the fentanyl and baclofen in the intrathecal pump that was giving a bolus x2 hours ending in approximately 2 hours of pain and fatigue. The patient's symptoms resolved. The physician's office also provided the pump refill procedure note from (B)(6) 2016. During the pump refill appointment, the concentration was being increased. The plan was to take the patient off of flex dosing as the patient was experiencing being sleepy in the afternoon after receiving the bolus. The pump calculated that the patient received 31370 mcg/day. The healthcare provider (hcp) confirmed the calculations in converting over to simple continuous dosing with the higher concentration with the manufacturer. There was no evidence of infection at the pump site and the patient was afebrile. The pump was refilled using sterile technique and 20 ml's of fentany (45000 mcg/ml) and baclofen (6.5 mcg/ml) (expiration date 04/08/2016; rx: (B)(4) was placed in the patient's pump. The pump was reprogrammed to reflect the increase from 35000 mcg/5 ml per ml to 45000 mcg/6.5 mcg/ml. The dose was continued at 31270 mcg/day. The new reservoir alarm date was (B)(6) 2016 which provided an extra week in between refills. The previous rate, per the pump telemetry, which was last changed on (B)(6) 2016 was fentanyl 35000 mcg/ml (31370 mcg/day) and baclofen 5 mcg/ml (4.4814 mcg/day). The total daily dose was decreased by 2% on (B)(6) 2016 to 31315 mcg/day of fentanyl and 4.5233 mcg/day were delivered. A bridge bolus was programmed to mitigate the concentration change of the intrathecal medications (13534 mcg of fentanyl and 1.9334 mcg of baclofen over the course of 10 hours and 22 minutes).